Event description:
Arjo was informed about an incident involving sara 3000 active floor lift and sara 3000 active sling. The safe patient handling coordinator stated that during lifting from a chair, the resident unexpectedly let go of the lift's handles and slipped out of the sling to the floor. The sling remained attached to the spreader bar attachment points. As the consequence of an incident the patient sustained right shoulder clavicle fracture with slight dislocation and the left thigh abrasion.